Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first seven clips fired and formed properly, but after that point the clips were scissoring. At this time he was placing clips on the arterial structures. A second device was opened and the clips were scissoring also. We pulled a covidien clipper off of the shelf to finish the case and had no clip forming issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaws. The device (a) was returned for analysis and a clip in the jaws was found; the clip was removed in order to measure the jaws width. Upon measuring the jaws were found to be in a yielded condition making the device non-functional. Eight malformed clips were returned in a bag along with the instruments. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis in good visual condition. Upon measuring the jaws were found to be in a yielded condition making the device non-functional. Eight malformed clips were returned in a bag along with the instruments. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k91n68, expiration date:06/2018, manufacturing date:07/2013.